Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient didn¿t feel stimulation in her back at all. When stimulation was off it was weak, and when stimulation was on it was intense, but not uncomfortable. The patient had fallen really hard on her butt. It was noted that the patient had not yet made any adjustments to settings. The patient was to follow-up with a healthcare professional (hcp) and wait until seeing her doctor before making any adjustments. The change in therapy/symptoms was noted to have been sudden. Additional information was received from the patient. It was reported that the patient had a big knot over the implant since she fell. The patient contacted her managing hcp and the earliest she could be seen was (B)(6) 2016. The patient went to the local emergency room (ER) and they wanted to conduct an MRI but the patient refused because of the system compatibility. The ER staff told the patient that they could do nothing for her if she refused the MRI. The patient was to try going to a different ER. The patient stated that her stimulation was not in her upper back but was only in her legs. It was supposed to be at least above the waist. The patient was to follow-up with the hcp regarding stimulation in the wrong location, the knot and pain at ins site, and feeling stimulation when the ins was off.

Event description:
Additional information received from the consumer reported that no steps were taken to resolve the stimulation changes and pain/knot over the implant after falling. It was stated that the reported issues weren't resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.